Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with two 550 cc mentor memoryshape breast implant prostheses and experienced left-sided infection and right-sided late onset seroma postoperatively. The patient initially had a consultation with her oncologist due to her swollen right breast. When the patient had consultation with her surgeon, the diagnosis was confirmed. As a result, the patient underwent bilateral removal and replacement with two unspecified breast implants on (B)(6) 2019. A biopsy was performed during the revision surgery. However, the pathology report was not provided at this time. The patient¿s symptoms were improved after the revision surgery. This report is for the left-sided prosthesis.